Event description:
The customer tested blood glucose and received a result of 243mg/dl. The customer thought the reading was high but they felt fine. About an hour later the customer was shaky and passed out. Paramedics were called and they received a result of "hi". No treatment was received. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.